Manufacturer narrative:
A device history record (DHR) review and review of sterilization records could not be performed as the product serial number is unknown.

Event description:
Related manufacturer reference number: (B)(4); related manufacture reference number: (B)(4). If was reported, that the patient presented in clinical follow-up. The patient previously had an abbott implantable cardioverter defibrillator and right ventricular lead extracted, due to infection. A leadless pacemaker was implanted for the patient on (B)(6) 2023. It was also reported, that the patient had right ventricular heart failure that exacerbated, after the explanted procedure of the implantable cardioverter defibrillator. And persisted after the implant procedure of the leadless pacemaker. The patient received a left ventricular assist device (lvad) implant. The patient required inotrope and pressor support post-operation.

Manufacturer narrative:
Product information is unavailable.